Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt fill needles are clogged and dirty. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: 180611: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2104 (june 7-9th 2018) during which 62 visual inspections were carried out with 1 rejection noted (#11101) related to defective printing. Assembled needles comes from two batches: #8155999 (machine 4408) june 5-15th, 2018 during which 523 visual inspections of 25 units each were performed with zero defects noted. #8114505 (machine 4407) april 30 ¿ may 10th, 2018 during which 428 visual inspections of 25 units each were performed with zero defects noted. No abnormalities or issues were detected in injected hub batches (#8156536, #8085775 and #8114508) related to clog issue (mold machine #3570 between april and june 2018). 1qn related to burnt resin was reached (#10986), but it would not affect the reported issue. Cannula batches #808173, #8023734, #8130841 and #8165813 supplier by columbus plant. 180616: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2104 (june 12-14th, 2018) during which 56 visual inspections were carried out with 0 rejection noted. Assembled needles (#5155999) were assembled in machine 4408 (june 5-15th, 2018) during which 523 visual inspections of 25 units each were performed with zero defects noted. No abnormalities or issues were detected in injected hub batches (#8156536, #8085775 and #8114508) related to clog issue (mold machine #3570 between april and june 2018). 1qn related to burnt resin was reached (#10986), but it would not affect the reported issue. Cannula batches #808173, #8130841 and #8165813 supplier by columbus plant. Bd has been provided with 1 sample lot 180611 (opened package) and 1 reference sample of lot 180616. Visual inspection show no clogged needle for lot 180616. Visual examination under microscope reveal a solid white substance on cannula surface of sample lot 180611, resulting in small grains white material appeared to be beads of material when examined under the microscope. Sample of lot 180611 was characterized by ftir analysis shows no conclusive match with materials used during manufacturing process. Conclusion(s): not possible to determine.

Event description:
It was reported that a bd¿ blunt fill needles are clogged and dirty. There was no report of exposure, serious injury or medical intervention.